Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system dual port 20 ga 1.25 in the tubing split from the connector and blood leaked. There was no report of patient impact. The following information was provided by the initial reporter: we had a bd nexiva closed IV catheter system blow the tip off when connecting the luer. It sprayed blood all of the dr., patient, and room.

Manufacturer narrative:
Customer has informed us that there is no defect with the product and that it was user error. Please consider MDR# 1710034-2022-00189 cancelled.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in the tubing split from the connector and blood leaked. There was no report of patient impact. The following information was provided by the initial reporter: we had a bd nexiva closed IV catheter system blow the tip off when connecting the luer. It sprayed blood all of the dr., patient, and room.